Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Additionally, the battery was depleting quickly. Additionally, customer¿s blood glucose (bg) level was approximately 50mg/dl, cause was unknown. Customer consumed carbohydrates to address bg level. Reportedly the customer continued to use the pump for insulin therapy.